Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-january-2017, technical support learned that the customer would not run any further steps to make this patient sample run. No further action is required by technical support. The most probable cause for discrepant patient results was sample related to viscosity.

Event description:
On (B)(6) 2017, a customer reported patient sample that was giving her a constant sample cup (sc) flag. The customer runs fsh and lhii samples on this instrument. There were discrepant patient results. The customer states that the sample was at room temperature and did not appear to have any fibrin or clots in it on the aia-900 instrument. Technical support advised the customer that the sample may be more viscous than normal which could cause the sc flag to trigger without clots. Technical support advised the customer that she could perform a manual dilution of that sample and then re-run it to reduce the viscosity of the sample. The customer also received <l result and she then re ran the patient sample three time. The customer ran gel tubes. Technical support discussed issues with gel fragments in the serum. Technical support informed the customer that if she still has the patient sample and it still has sufficient volume to run samples.